Manufacturer narrative:
The device is not available for evaluation as it is still implanted. Additional information has been requested and if provided, will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 502-03-56e, primary tritanium hemi cluster hole cup 56mm, lot code: mkd6py. Cat. No.: 6052-0830s, secur-fit max 127 hip stem #8, lot code: mjtynd. Cat. No.: 06-4099, c-taper cocr lfit head 40mm/-5, lot code: mkant6.

Event description:
It was reported patient has surgery on right hip and has pain and difficulty walking. The pain runs down from under waist to middle of scar.

Event description:
It was reported patient has surgery on right hip and has pain and difficulty walking. The pain runs down from under waist to middle of scar.